Event description:
Pt underwent spinal fusion procedure on 10/31/91. On 1/10/92 pt underwent exploration of hardware. One nut had disengaged from construct. The nuts were retightened. The remaining hardware was intact.